Event description:
Tass after cataract surgery. Pt underwent cataract surgery (B)(6) 2014 and was noted to have tass on pod1. Only independent variable identified was the use of a new/previously unused (but cleaned/processed/sterilized) akahoshi 27ga canula for hydrodissection.